Manufacturer narrative:
One tracheostomoy tube was returned for evaluation. Visual inspection with the unaided eye found the neckflange torn away from the shaft. No other product fault was detected. Neckflange appeared to be cut by a sharp object due to the evenness of the cut. Lot was not provided; therefore design history record could not be reveiwed. Torn neckflange could have resulted from product coming in contact with a sharp object, but an definitive root cause could not be identified.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that one of the eyelets on the tracheostomy tube flange broke during use. Th etube had been in situ for an unknown amount of time prior to the breakage. Emergent tracheostomy change was required.